Event description:
A malfunction alarm was reported by the customer, identified as malf 0. The impact on the customer's blood glucose level was unknown, as the customer declined to provide this information. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.